Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of three single action pumping system used during the same procedure. It was reported to boston scientific corporation that three single action pumping systems were used in the kidney during uteroscopy with laser procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the plunger did not draw back fluid causing loss of visibility of the target site. Reportedly, the intended procedure was not completed due to this event and the patient was stented to complete the case. Additionally, the patient will have to return for treatment at a later date. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.